Event description:
It was reported that post implant, the ECG markers (atrial and ventricular) were superimposed and "on top" of each other. Flouroscopy revealed that the atrial lead was out of initial position, and the helix was not visible. The physician reopened the pocket and the lead helix was not extended. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.